Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no evidence of a power issue or short battery life. The battery and cartridge caps were not returned with the pump; test caps were used to complete investigation. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully. Current draws measured within specifications; the complaint was not duplicated. The pump case was removed and no intermittent conditions were found on the printed circuit board or cgm module. No defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.